Manufacturer narrative:
The sample was discarded; therefore, an evaluation is unable to be completed. The manufacturer, nipro, provided the following information: the manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed, and no abnormality was found.

Event description:
The nurse reported in 2009, that a patient was using a xenium dialyzer for hemodialysis therapy and was 10 minutes into therapy when he experienced a rash on his face and pruritis (itching). The physician was notified and the patient was given hydrocortisone 100mg times one dose. Thirty to sixty minutes later, the symptoms resolved and the patient began to feel better. The patient had been using a xenium dialyzer for the previous two weeks. The facility only uses a dialyzer one time, per the label specifications of single use.